Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient sample while using the vitros eci immunodiagnostic system. The sample may not have been processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. Additionally, a pre-analytical sample processing issue cannot be ruled out as a contributing factor. There was no evidence that an instrument or reagent related issue contributed to the event.

Event description:
The customer obtained a non-repeatable falsely elevated troponin I es result (patient result = 0.321 vs. Expected result= 0.007) from a single patient sample processed on a vitros eci immunodiagnostic system. The falsely elevated vitros tropi es result was reported from the laboratory. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Once identified, a corrected result was issued for the patient sample. There was no allegation of inappropriate medical action or patient harm due to the falsely elevated result. (B)(4).